Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test which was reproduced during evacuation. Evaluation found the cause to be a failed downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test during preventive maintenance even after the user attempted to clean the sensors. There was no known patient injury or medical intervention associated with this event. No additional information is available.